Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (b)(40 cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: 1 x unit of device rpn # zss-10-7-rb of lot# c1386213 was returned opened in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02nd of may 2019 . In summary the following results were observed in the lab evaluation. The stent was not returned. The pushing catheter between hub and shrink tube was observed to be crumpled. The body of the pushing catheter was found to be crumpled. The guiding catheter's hub was pulled off and the tip was damaged. There were also indentations observed on the guiding catheter. Document review: prior to distribution rpn# zss-10-7-rb devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zss-10-5-rb of lot number c1386213 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1386213. Per final quality check in step 11, the manufacturing team member is to ¿check both ends to ensure the stent accepts the appropriate guiding catheter. Ensure guiding catheter passes freely through the marker bands on both ends of the stent¿ further in step 24, the manufacturing team member is to ¿ensure guiding catheter end is tapered and buffed. Load tapered end of catheter into protective holder.¿ the instructions for use, IFU (ifu0100-1) which accompanies this device instructs the end user to ¿lubricate guiding catheter with water-soluble lubricant. Back load stent and pigtail straightener onto tip of soft stent introductory. Advance pre-positioned wire guide.¿ the instructions for use, IFU (ifu0100-1) which accompanies this device instructs the end user to ¿fluoroscopically monitor radiopaque bands on the tip of guiding catheter. Radiopaque bands on catheter are arranged in 5cm increments. When a sufficient length of guiding catheter a minimum of one radiopaque band) is above majority of stricture, disconnect luer lock fitting on introducer. Caution: a sufficient portion of guiding catheter must be above stricture prior to stent positioning. Maintain position of guiding catheter and advance stent into desired position using pushing catheter. Fluoroscopically and endoscopically confirm desired stent placement.¿ there is not sufficient evidence to suggest that the user did not follow the IFU. Root cause (possible): a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to resistance encountered when trying to position the stent, as per additional information received the stent was incorrectly placed in the duodenum and the stent then had to be retrieved with a rat tooth forceps. The stent itself was not returned for evaluation, however the damage evident on the pushing catheter indicates high forces were applied. The guiding catheter¿s damage also indicates there was resistance encountered during use and the user may have applied greater force than normal to overcome some resistance encountered during the positioning of the stent. The patient¿s anatomy may have been tortuous, or a stricture may have been difficult to pass. Questions were asked regarding the patient¿s anatomy and medical condition and the answers were unavailable. Summary complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Device failed during ercp. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Due to the requirement for surgical intervention to retrieve the device from the duodenum.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Device failed during ercp. FDA MDR reporting required: this event meets the criteria of an FDA ¿serious injury¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿ section 2.13 and 2.15. Due to the requirement for surgical intervention to retrieve the device from the duodenum.